Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device jammed in the trocar and could not be removed, the jaw would not close. Had to remove the trocar and device. Another trocar and device was pulled to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 02/25/2009 information was not provided by the initial contact. Jaw/cam the analysis results found that the device was received with the jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to be removed from the trocar. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.